Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to philips volcano policy. The device was not returned for investigation; only a piece of the polyimide tubing was received. The customer did not save the wire or packaging. Additional information obtained indicated the debris was found after the verrata wire had been removed from the body. The wire was prepped in the usual fashion, zeroed and advanced through a 6 fr cordis xb guide. A reading was then obtained. No problems were noted at this time. The physician chose to do the intervention over a bmw wire. The bmw was advanced alongside the verrata wire. Once in place, the verrata wire was removed from the body. The physician used a medtronic euphora balloon to pre-dilate and implanted a resolute stent. The stent was removed and the physician inserted an nc balloon to post-dilate. At this point debris was noticed on a sterile towel near the physician's hands. It was not near the verrata on the back of the table. The lab believes the debris came from verrata wire. The debris was described as a plastic hollow tube and they were able to fit an 014 wire through it. No additional medical or surgical intervention was required. Visual inspection was performed on the returned piece of tubing. It was observed the tubing was an 11mm long piece of slit polyimide tubing. The senior manufacturing engineer reviewed the investigation photos and indicated the object was a piece of slit polyimide consistent with the tubing used in volcano's manufacturing process. The tubing was in specification with the manufacturing process instructions (mpi) for second distal, which says to precut the pieces between 10 and 15mm. The cause of the observed failure was a manufacturing error. The slit polyimide tube was not removed before the final release of the product. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported that during a procedure, the customer opened a verratta wire that had an extra component. This extra piece was straw like in appearance, approximately .3mm x 7mm. No patient harm or adverse events. Patient was stable during the procedure and discharged as expected. All reasonably known patient information is included in this report.